Event description:
Clinic notes dated (B)(6) 2016 from the surgery consult reported that the battery appeared to be "exhausted" and there "is a question about whether the lead is working or not. Patient continues to have seizures but thought that she was better controlled when the stimulator was working. She would like to have a new one put in." It appears that the surgeon did not check the device, but is basing this information based on either the patient's report or general neurology notes. It was previously reported in (B)(6) 2016 that the patient was being referred by neurology for prophylactic generator replacement. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
An implant card reported the patient had prophylactic generator replacement on (B)(6) 2016. The explanted hospital discards explanted products, so analysis is unable to be performed.